Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and patient's medical history, was not available and therefore a root cause investigation was not performed. A review of complaints' trend reveals that all lots within expiry dating are performing according to label claims. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
A customer reported obtaining false negative results with the ID now covid-19 assay during routine patient testing. The customer stated that confirmation testing on the false negative results were positive by pcr (diagnostic methodology not otherwise specified). The customer did not provide details/clarification on the quantity of patients, dates/times of testing, or sample types used. Additionally, patient information, including symptoms, treatment, impact and outcome were not provided. Attempts to gain further information were unsuccessful. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.